Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The field service engineer ran performance testing, which was acceptable. Bubble formation was observed in the reagent pack, and the bead mixer paddle was replaced. He found the mixing speed was too high, and it was adjusted. Following the corrective action, instrument performance was verified and found to be satisfactory. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e411 disk. The initial result was 11.52 ng/ml, and the repeat result on (B)(6) 2026 was 32.33 ng/ml.